Event description:
It was reported that, "the pt had a revision of total right hip replacement and removal of broken hardware." Additional information from the user facility report: dall miles components explanted: howmedica dall-miles system, large grip, 2.0mm cables set, ref 6704-0-0310; lot number 1663601.

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report. Brand name: dall miles system. Common device name: cables set. Manufacturer: stryker orthopaedics. Operator of device: health professional.